Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia with blood glucose level of over 500 mg/dl and 47 mg/dl. Customer pressed the act button but nothing happened. Customer stated that she had an excessive amount for breakfast. The device will not be returned for analysis.